Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it was difficult to insert the lead into the pulse generator header. Eventually the lead was inserted and secured and the device was implanted successfully.